Event description:
It was reported that the customer dropped the insulin pump a week prior to the phone call, and the device hit the stone tile floor. The customer stated that the date of the device was set to the current day, but the delivered boluses showed as a day behind. The customer's blood glucose was unknown. The customer stated that there the inside of the lcd screen of the device was cracked and the ink inside of the screen was bleeding. The customer did a manual bolus delivery and the bolus history showed the correct bolus. The customer stated that the breakfast bolus that was delivered in the morning of the phone call was showing in the previous date, but upon checking the bolus history, the bolus was showing under the correct date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.